Event description:
It was reported that noise that resulted in oversensing was noted on the right ventricular (rv) lead. During the revision procedure, it was difficult to retract the helix. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were oversensing noise and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of oversensing noise was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. After cutting the lead and cleaning the helix, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood, excessive blood clogged at the distal coupling and inner coil.